Manufacturer narrative:
Customer contact phone number: (B)(6).

Event description:
It was reported that the cadd pump produced an air-in-line alarm while the cadd administration set was in use. The air formed between the puncture mandrel and the pump segment. No patient injury or complications were reported in relation to this event.